Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose was 342 mg/dl and current blood glucose level was 199 mg/dl . Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with fluids, insulin dip, intravenous. The device will not be returned for analysis.